Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped working. Customer's blood glucose level was unknown. Customer reports few buttons stop working. Customer also reports that the crack on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case at the display window corner. Device received with no button response due to corroded keypad traces. Unable to verify unexpected battery power loss and perform displacement test, idle current test, run current test, self test and off no power test due to no button response.